Manufacturer narrative:
(B)(4).

Event description:
The customer's wife stated they received a questionable result from coaguchek xs meter serial number (B)(4). At 9:25 am, the result from the meter was 4.7 inr. At noon, a venous sample was drawn and the result was 3.3 inr. The customer believed the laboratory used dade innovin reagent. There was no allegation of an adverse event. The customer had no hematocrit concerns, no lupus, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes to coumadin, and no changes in other medications. The customer was eating fewer vegetables. There was no unusual bruising, but the customer had recent nosebleeds, which his wife attributed to severe cold weather. No medical treatment was needed for the nose bleeds. The therapeutic range was 1.8 to 2.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 44%. Donor 2 hct: 54%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr. Customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.6 inr. Customer meter with masterlot strips: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.